Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was at recommended replacement time (rrt) and the patient elected not to replace the device at that time. The device then alerted for charge circuit timeout. The device was explanted and replaced. No patient complications have beenreported as a result of this event.